Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the sterile packaging of the device.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was being prepared for a procedure performed on (B)(6) 2026. It was reported that a foreign object (hair) was found in the bag. The device was not used, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.